Manufacturer narrative:
Since no lot number was provided, no device history record (DHR) review could be performed. On 08/22/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. White and black material was observed within the device and on the shell surface. Upon visual examination, the device appears intact. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation (pe) team was precluded from further evaluating the device. Complaint was not confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation procedure with an unspecified mentor saline breast prosthesis that deflated after implantation. Deflation was confirmed by a doctor. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 09/18/2018, mentor conducted additional testing on the suspect medical device and there were new findings. Upon receipt by mentor, the device returned without fluid. White and black material was observed within the device and on the shell surface. The product evaluation (pe) team discovered a rent measuring approximately < 0.1 cm on the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white and black material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).